Event description:
Related manufacturer reference number:2017865-2022-40934, related manufacturer reference number:2017865-2022-40935. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. Further information was requested however, was not provided.

Manufacturer narrative:
The lead was returned for patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual an x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.